Event description:
The user facility reported that a patient(pt) presented for an outpatient cardiac output response to stress test that revealed an 80% cardiovascular imaging research center (circ) lesion that was stented. After stenting pt became bradycardic and ultimately coded. Advanced cardiovascular life support initiated, pt emergently intubated and after coding for a total of 2 separate times return of spontaneous circulation was achieved. Decision was made to place an impella cp. The cp was placed and started in auto. Intravascular ultrasound (ivus) and plain old balloon angioplasty performed to circ. Evidence of clot showering on intravascular ultrasound. P level turned to p9. Pt began having suction alarms. During support it was noted that amio was started for atrial fibrillation the pt was turned to p5 due to drop in hemoglobin. Ultrasound done around impella site, no bleed, however large contained hematoma was found around the swan site. 2 units of blood given. The patient continued to receive blood for low hemoglobin. The pt's platelets were also down trending. The pt was worked up for heparin-induced thrombocytopenia with thrombosis. Plan was to remove impella due to concerns of heparin-induced thrombocytopenia and desire to stop systemic heparin. The patient was successfully weaned and explanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. No data logs were returned for analysis. Pump suction: clinical details mention that the patient began having suction alarms a few minutes after turning the p-level to p-9 on 24 oct 2025. Fluid bolus was ordered. The root cause of the suction alarms was not determined due to lack of sufficient clinical details providing information on whether the suction alarms resolved after administering blood products, and unreturned data logs and product to confirm suction alarms and related trends. Thrombosis, tachycardia: clinical details mention the evidence of clot showering was found under ivus. Patient had an increased heart rate as well. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematoma, thrombocytopenia: clinical details mention that a large contained hematoma was found around the swan site in the rfv under ultrasound. The patient had low hgb values during the case and the platelets were down trending as well. The cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.